Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system gave an alert indicating it was impossible to save fluoroscopy, due to an error in the image disk. Review of the log files shows multiple error related to image processor. Upon troubleshooting rse repaired the database and performed hard disk, host pc and ippc tests, found host pc and disks failed, but it raises software without any problem. To resolve the issue, fse went onsite and cleaned the memories and recreated the database. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with image processor and storage, which is used for host pc, ip-pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating it was impossible to save fluoroscopy, due to an error in the image disk. No harm to the patient or user was reported. Philips has started an investigation of this complaint.